Event description:
During its post-market surveillance activities on 8-may-2023, penumbra inc. Became aware of a journal article titled, "novel endovascular technique for repair of superior mesenteric arteriovenous fistula with portal vein aneurysm" (hsu et al. 2023). The event date was not provided; however, the article was received on (B)(6) 2022 and documents a single case of coil embolization used to treat a high-flow superior mesenteric arteriovenous fistula (smavf) using ruby coils, pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the distal branches of the sma were accessed and physician advanced a 10mm standard ruby coil into the target location using the lantern. It was reported that the ruby coil would not anchor and form in the vessel. Therefore, the ruby coil was removed. Next, a 6mm pod coil was advanced into the target location and the same issue occurred. Therefore, the pod coil was removed. Given that the fistula appeared to be too high flow for embolization coils alone, a balloon stent was packed with a pod coil and a pod packing coil (pod pc). Subsequent angiography demonstrated complete occlusion of the fistula but revealed an iatrogenic distal dissection in the sma. The procedure was completed using another stent to repair the dissection and subsequent angiogram imaging demonstrated restored flow. There was still some flow into the dissection near the coil pack, so another pod pc was successfully placed. Final angiography demonstrated complete occlusion of the smavf and filling of all sma branches. The relationship between the iatrogenic distal dissection in the sma and use of the ruby coils and the lantern was not specified.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel dissection is included as a possible complication in the instructions for use (IFU) for the penumbra delivery microcatheter. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.